Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient, who was admitted to a rehab facility, experienced a "yellow wrench" lighting up on the system controller following a self-test. Before performing the self-test, the patient felt "odd" and vomited. The patient stated the battery was not charged or a battery malfunction occurred. The event happened while connected to wall power. The patient was then connected to their backup system controller. When the device was interrogated by the site, they did not see any alarms other than a pump off event. Another self-test was performed on the old system controller without the driveline connected, which displayed "battery charging". Following review of the log files by tech services, it appeared there were no unusual events recorded in the log file event history. Additional log files were submitted from the system controller the original event occurred on ((B)(6)). Following review of the additional log files, it appeared there was an emergency backup battery (ebb) fault on (B)(6) 2024 at 9:20:27. There was also a driveline disconnect event soon after at 9:21:00. The patient's new system controller ((B)(6)) was made the primary, whereas the old primary controller was made the backup controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench and backup battery fault alarm was confirmed via log file analysis. An event log file, extracted from (B)(6), was submitted for evaluation and data from the reported event date of (B)(6) 2024 was reviewed. Starting (B)(6) 2024 at 09:19:06, backup battery fault alarms activated due to the battery not passing the load test. At the time of the alarm¿s activation, the difference between the unloaded voltage and loaded voltage was measured to be outside of the designed threshold. The alarm did not resolve before the driveline was disconnected at 09:21:00, consistent with the reported controller exchange. The backup battery fault alarm did not affect pump operation. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. Information provided by the account stated that the alarm cleared after removing the battery, cleaning it, and reconnecting it. The battery was replaced as it was nearing expiration. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.